Event description:
Customer reports back to back testing on the same meter, while using the advantage system with results of 330 mg/dl and 71 mg/dl, 71 mg/dl and 376 mg/dl, 376 mg/dl and 87 mg/dl. Quality controls were expired. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.